Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The field service engineer (fse) replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Fa investigation confirmed and replicated the customer reported complaint. In artemis, no data was found to indicate that this failure had occurred in the field, however it was noted thru internal notes that vision side cart (vsc) tower was not powering on, and the power button kept blinking blue. Upon visual inspection, no issues were found that would be related to the reported event. This vsc common compute controller (ccc) was installed, programmed and tested on the dv5 in house golden system where programming was not able to program, the vsc power button was flashing blue, replicating the reported failure. To confirm and verify the root cause of this reported failure, the vsc ccc cfg unit was bench tested per doc (B)(4) rev f. Brick process and with vmware application, where it also failed to boot up.

Event description:
It was reported that an "insufflator disabled, restart to continue" message appeared at power-up. The system had been power cycled multiple times prior to the call. The entire system was powered down, and the tower breaker was turned off. The blue fiber cables were disconnected, and the tower was powered on in standalone mode. The insufflator disabled message persisted, and the power button continued to blink blue. It was explained that this issue is usually related to one of the main control boards inside the tower that might need replacement, and a field service order was opened for further follow-up. The customer reported event has no report of patient injury.